Event description:
Same case as MDR ID: 2134265-2015-04351. It was reported that pericardial effusion occurred. The patient underwent a left atrial appendage closure (laac) procedure. At first a 24mm watchman ® laa closure device & delivery system was used, but it did not completely close the laa. Therefore, the device was removed and a pigtail catheter was advanced into the laa. The watchman ® access sheath was advanced over the pigtail. For the second attempt, a 27mm device was selected and deployed; however, it was removed as it did not seat sufficiently. Then the patient became hypotensive and pericardial effusion developed. A pericardial tap was performed with a drain placed. A third device (27mm) was deployed successfully in the laa. This assisted in regaining hemostasis and decreased continued bleeding from the laa into pericardial space.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).